Event description:
The reporter states the following back to back results; 572 mg/dl on the pt's (customer's) meter and 200 mg/dl on the hosp meter. The customer was in the hosp at the time of this comparison and under medical care. It is unknown if controls were run on customer's meter. The qc testing on the hosp meter, "pass" for both l1 and l2. The reporter states the pt was stable at the time of the incident. Return requested and replacement was sent.